Manufacturer narrative:
The insulin pump was received with unresponsive buttons and button error alarm due to corroded keypad traces. Unable to perform unexpected restart test due to unresponsive buttons. The device had scratched lcd window, cracked reservoir tube lip and cracked reservoir tube window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had an unexpected restart alarm. The blood glucose at the time of the incident was 112 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.